Event description:
Mother states that in the middle of the night she heard the alarm for her daughter's continuous glucose monitoring device going off and she got up from bed and found her daughter almost passed out in the bathroom due to low blood glucose. She was incapable of self-treatment. The mother gave her 3 glucose tablets that the daughter was able to consume on her own, and then she had her sip on a glass of regular soda. After the daughter consumed the 3 glucose tablets and the soda, she told the mother she was feeling fine and went back to bed, she is currently sleeping. The mother does not feel there are any delivery issues with the insulin pump. No allegation was made against the infusion device. Nothing reported to indicate device malfunction. No indication system performing outside specifications. The infusion device was not returned for investigation.

Manufacturer narrative:
Device not returned.